Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under 18 years old. (B)(4) corewire broke. A visual examination of the returned guidewire revealed the distal tip region coming under constraint and sustaining a tensile overload fracture of the core wire and tensile overload of the outer coil wraps under subsequent manipulation. Approximately 13.60cm of the core wire immediately proximal of the fracture is extending through the coil wraps approximately 486.60cm from the proximal tip. The specimen presents multiple bends/kinks of varying severity and frequency scattered over the distal 4.4cm of the core wire proximal of the fracture. The outer coil presents stretch damage located 473.50cm from the proximal end to approximately 28.5cm from the distal tip. The specimen was dissected and the outer coil wraps within 0.5cm of the distal tip weld mass were stretched to expose the distal aspect of the core wire fracture and the proximal aspect of the distal tip weld mass; revealing a ductile, tensile overload fracture of the core wire approximately 0.75mm proximal of the distal tip weld mass in the distal transition from the flattened region to the headed grind. Deposits of dried blood-like material are present between the coil wraps and visible within the coil lumen. No other damage or inconsistencies are noted to the specimen. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The complaint was not consistent with the return that the guidewire coating was peeled. It is most probable that procedural and/or clinical factors could have generated the failure reported. Based on all gathered information, the most probable root cause is ¿operational context.¿ a gcs2 query was performed on batch 0010323724, no similar complaints were observed.

Event description:
It was reported to boston scientific corporation that a wallstent superstiff guidewire was used during a colonoscopy with manometry catheter placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the metal corewire came out of the guidewire coating while passing the guidewire through the scope. The procedure was completed with a new wallstent superstiff guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results reveal on (B)(6) 2014 that the corewire was broken.